Event description:
Procedure type: lap chole. According to the reporter: during surgery, surgeon noticed that blue part of the device disengaged into the patient cavity and it was retrieved immediately. The procedure was completed with this device. The operating time and incision were not extended as a result. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 06/27/2008.